Manufacturer narrative:
(B)(4). In this case, there were no reported product deficiencies. The reported patient effects of myocardial infarction and death are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause cannot be determined, this incident contained patient effects with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency.

Event description:
It was reported that the patient underwent the index procedure on (B)(6) 2010, during which two promus stents were implanted (2.25x12 mm and 2.5x15 mm). On (B)(6) 2012, the patient experienced an acute myocardial infarction and expired. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. The 2.5 x 15 mm promus referenced is being filed under separate medwatch report.